Event description:
The complainant reported the patient was on impella rp flex support and the patient had a direct impella insertion. The patient had persistently bleeding from sternotomy requiring many blood products after the implant. It took hours to close the chest, but hemodynamics remained stable. During support, the pulmonary artery waveform signal was lost and did not return. Flows remained stable until the following day where they dropped when the p level remained the same. Furthermore, the patient had rising lactate dehydrogenase levels and crrt was started. The staff assumed the patient's hemolysis was likely impella rp driven, but did not want to explant due to the given need for continued right ventricle support. Support continued and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Manufacturer narrative:
D.9 date device returned/information was added. H.6 health effect - clinical code was added due to investigation results. The investigation has been completed. The pump was returned for investigation. No physical damage was noted on return product. A string or wire-like foreign material with clear looking biomaterial was observed on the impeller of the returned product. The pump passed the laser continuity test. However, the 5s parameters on the returned device suggested a hard failure of the optical sensor during optical bench testing. Pump flow saturation was noted when the pump was tested in a bucket of water. Data logs suggest flow drop to 3.1 liters per minute after a motor current spike was noted while running on a steady p-level p9. Additionally, there was a hard failure trend of the optical signal 5s parameters at motor current spike event. According to the clinical report, bleeding was reported from the sternotomy after pump placement. The doctor was placing a trialysis catheter when issues occurred with placement signal and low pump flow. There were concerns about hemolysis and renal failure based on concentrated/amber urine and continuous renal replacement therapy. Fourier transform infrared spectroscopy was done on the suspected foreign material and the results were confirmed to be biomaterial. The results were interpreted to be more relevant to a human hair. The origin of human hair is unknown and likely ingested during support. The pump passed all inspection checks and released without any issue found during inspection after manufacturing. The cause of the sternotomy bleeding issue was not determined since sufficient clinical information was not provided and its relation to impella was unknown. The cause of the low pump flow issue was due to biomaterial based on return product analysis and data logs and clinical information. The cause of the hemolysis issue was due to biomaterial based on return product analysis and data logs and clinical information. The cause of the renal failure issue was due to biomaterial based on return product analysis and data logs and clinical information. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual: section: using the automated impella controller with the impella rp flex smartassist system catheter: use of the repositioning sheath and the 23 fr peel-away introducer: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ d.1 revised brand name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-16156. D.1 revised model number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-16156. E.1 added fax number as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-16156. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-16156 was submitted in accordance with updated procedures. H.6 code 3001 was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-16156. H.10 revised instructions for use since the initial manufacturer device report number 1220648-2024-16156 was submitted in accordance with updated procedures.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned for investigation. No physical damage was noted on return product. However, the 5s parameters on the returned device suggest a hard failure of the optical sensor during optical bench testing. Additionally, there was a hard failure trend of the optical signal 5s parameters at motor current spike event. The cause of the optical sensor issue was a damaged sensor based on returned product investigation and data log review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding.